Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('burst colon') and abdominal infection ('abdominal infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), diverticulitis ("burst colon from diverticulitis"), inflammation ("inflammation"), palpitations ("palpitation") and extrasystoles ("skipping heart beeat"). At the time of the report, the large intestine perforation, abdominal infection, diverticulitis, inflammation, palpitations and extrasystoles outcome was unknown. The reporter considered abdominal infection, diverticulitis, extrasystoles, inflammation, large intestine perforation and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal infection, burst of colon from diverticulitis and inflammation , gi disorder , palpitation and heart beat irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of large intestine perforation ('burst colon') and abdominal infection ('abdominal infection') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced large intestine perforation (seriousness criterion medically significant), abdominal infection (seriousness criterion medically significant), diverticulitis ("burst colon from diverticulitis"), inflammation ("inflammation"), palpitations ("palpitation") and extrasystoles ("skipping heart beeat"). At the time of the report, the large intestine perforation, abdominal infection, diverticulitis, inflammation, palpitations and extrasystoles outcome was unknown. The reporter considered abdominal infection, diverticulitis, extrasystoles, inflammation, large intestine perforation and palpitations to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media - abdominal infection, burst of colon from diverticulitis and inflammation, gi disorder, palpitation and heart beat irregular. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Correction due to discrepancy between coding action item and match point coder query this case become serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.